Manufacturer narrative:
The device was not returned to olympus, but the malfunction was identified by field service engineer during onsite inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited damaged pink transducer. There was no patient involvement.